Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This is report 1 of 3. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11h16048 and h11f22073 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. This complaint is not confirmed.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 product surveillance received a call back from the peritoneal dialysis nurse. She reported that the cause of the peritonitis is unknown and that the patient had a allergic reaction to the therapy. He is on hemodialysis now. She stated that no samples were available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of joint pain, muscle pain, overall not feeling well, bacterial peritonitis with culture positive for alpha streptococcus, feeling uncomfortable in abdomen, anxiety, feeling like can't catch breath (coded to shortness of breath), shoulder pain, elevated white blood cell (wbc) and migrating polyarthritis coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient began dianeal pd4 ultrabag via continuous ambulatory peritoneal dialysis (capd), the patient began to experience worsened joint pain, described as pain involved all joints, after capd therapy was initiated in (B)(6) 2011. Additionally, the patient reported ''something would come over my body'', described as feeling uncomfortable in abdomen, anxiety, feeling like can't catch breath and shoulder pain that would occur during pd therapy. On (B)(6) 2011, the patient was hospitalized for the joint pain. A remedial intervention included a rheumatology consult and was diagnosed with migratory polyarthritis. Remedial medication included prednisone. On (B)(6) 2011, the patient was discharged from the hospital. The joint pain was ongoing but improved. On (B)(6) 2011, the patient experienced terrible muscle pain and overall not feeling well and was hospitalized. Remedial treatment included increasing the dose of prednisone. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the patient was readmitted to the hospital for joint pain and muscle pain. On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis as the peritoneal culture was (B)(6). The patient's pd catheter was removed the same day. The patient discontinued dianeal pd4 ultrabag therapy and was switched to hemodialysis. On an unreported date in (B)(6) 2011, the patient reported feeling 100% better, however, the patient remained hospitalized. The events of bacterial peritonitis with culture positive for alpha strep, elevated wbc's had not resolved. The events of abdominal discomfort, anxiety, shortness of breath, shoulder pain, joint pain, muscle pain and overall not feeling well had resolved. It was not reported if the event of migratory polyarthritis was ongoing. The nurse stated the events of joint pain, muscle pain, overall not feeling well, feeling uncomfortable in abdomen, anxiety, feeling like can't catch breath, and shoulder pain were related to dianeal pd4 ultrabag therapy. A causality statement was not provided for the event of bacterial peritonitis with culture positive for alpha strep, elevated wbc count and migratory polyarthritis. Medical history and concomitant medications were not reported.